Manufacturer narrative:
H2: if follow-up, what type - device evaluation, h3: device eval by manufacturer - yes, h3: device eval by MFR sum attach - no, h6: evaluation method codes - testing of actual/suspected device - 10; analysis of production records - 3331, h6: evaluation result codes - no device problem found - 213, h6: evaluation conclusion codes - no problem detected - 67. The returned precision novi was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to h6 device code: premature discharge of battery.

Event description:
It was reported that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event - (B)(6) 2020. Implant date - (B)(6) 2019.

Event description:
It was reported that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The patient was doing well post-operatively.